Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) replacement procedure due to an unknown reason.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) replacement procedure due to an unknown reason. Additional information was received that the implantable pulse generator (ipg) was not holding a charge. The explanted ipg was discarded by the medical facility and will not be returned.